Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient talked on the phone with the nurse at the pain management office and she suggested that the patient call the manufacturer with the problem. Sometimes the battery felt different, but the patient always got contact with the programmer. The patient had no weight change, and there was no event that might have made this happen. The ins feeling differently inside the body had resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. The patient reported that the ins feels differently inside their body sometimes. No patient complications have been reported because of this event